Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined the issue is related to the mobile application. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.